Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that this case was identified through a post-market clinical follow-up study. The subject underwent the first stage of a staged total ankle replacement on (B)(6) 2020, which included an ankle arthrotomy with a cement spacer and trans-articular fixation, deltoid ligament repair, fibular osteotomy, and lateral ankle ligament stabilization. The second stage of the total ankle replacement was performed on (B)(6) 2020 and the hardware from the first stage was removed. On (B)(6) 2021, x-rays showed osseous overgrowth of the tibia, with no pain or other issues reported. On (B)(6) 2022, x-rays showed ectopic bone and an arthritic subtalar joint, and pain was reported clinically; the subject was treated with a steroid injection. On (B)(6) 2022, a CT scan showed findings consistent with a loose tibial component, and pain was again reported clinically. A total ankle revision to an inbone system was scheduled for fall 2022, but those records were not available. No further information is available for this case. Attempts have been made and no further information has been provided.